Manufacturer narrative:
The catheter failed to pull back; oct showed fiber stretch, rotational instability, and no lens movement, consistent with friction causing the pim jaws to open and the pullback to stop. Two subsequent pullbacks with a second catheter were normal, though the final re-advance issue also suggested friction.

Event description:
Study # (B)(6). This was a study pt by dr (B)(6) in the lad. It was the 1st catheter and the 1st run attempted. We heard a slip, then the knocking, and no pullback was recorded. When I went to exchange the catheter, the puller had not returned the laser to the starting position, I had to pull the catheter out, reboot the system, and go with a new catheter. The next 2 runs went well, however when the nurse went to remove the next catheter at the end of the case, the puller had not returned either. Unfortunately, they did not save that catheter. Dr (B)(6) did want this stated ¿the innominate subclavian artery was very tortuous, which may have caused some issues for the catheter."